Event description:
Device inaccuracy (inaccurate flow rate) was reported on a pompe plum 360¿, français canadien, compatible avec le logiciel ICU medical mednet ¿. The pump was programmed 200ml/h and the pump gave 250ml/h, average on 5 minutes. There was no patient involved and no patient harm.

Manufacturer narrative:
The device event log/alarm history was reviewed and nothing was identified in the alarm history related to the complaint. The complaint was confirmed during the complaint investigation. The pump delivery was out of range. The probable cause is that the mechanical assembly calibration was out of specifications. After the mechanical assembly was re-calibrated, the device passed all relevant performance verification testing. Section e initial reporter full phone number: (B)(6).